Event description:
Reprocessed harmonic scalpel -ace- error noted during procedure. Harmonic generator instructed user to clean blades and tighten cord. This was performed and the harmonic was tested and errored again. This time the machine instructed user to get a new instrument. A new device was then opened and utilized. Reason for use: laparoscopic gastric bypass.